Manufacturer narrative:
(B)(4). Date sent: 7/23/2024 d4: batch # 745c17 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gcflgw reload was received with an open package with pan partially dislodged from left side with the one-piece sled slightly out of position and unfired making it nonfunctional. No functional test was performed due to the condition of the reload. Additionally, photo was provided and it show a gcflgw reload inside a package with a labeling related to a gcflgw and lot number 774c51. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 745c17, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.